Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial lead exhibited high capture threshold. No intervention was performed. The patient was stable.

Event description:
New information received notes that diagnostic imaging revealed the lead had dislodged. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.